Manufacturer narrative:
Investigation outcome: it was reported: no charging indication. Loss of power supply alarm. Ventilator not charging. No patient involvement. The hamilton ventilators undergo a mandatory preoperational check before usage on a patient. External power functionality, battery status, and alarm verification are part of this routine check. A power supply failure is usually identified before the ventilator is used on a patient, ensuring patient safety. If, despite the checks, the issue occurs during ventilation and external power is lost, the ventilator immediately alerts the user with the ¿external power loss¿ alarm. This alarm ensures that clinical staff are aware of the issue and can take appropriate action well before it becomes critical. The ventilator automatically switches to battery power in the event of external power failure. The battery typically provides 1¿3 hours of backup operation, allowing ample time to either restore external power or transfer the patient to another ventilator if needed. If the battery level drops further, additional low battery alarms provide further warnings. Therefore, the power loss is not a sudden failure leading to immediate patient risk. The combination of alarms, battery backup, and pre-use checks ensures that the issue does not compromise patient safety. Hamilton medical ag was informed that the issue was solved by replacing the power supply board. Device passed all tests and calibrations. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing

Event description:
The following was reported to hamilton medical ag: "no charging indication. Loss of power supply alarm. Ventilator not charging." No patient involvement.